Manufacturer narrative:
Service was not dispatched for this event. The customer was issued credit for the reagent kit. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that when they opened the synchron lipase (lip) reagent package, the lipase cartridge was leaking from the bottom seam. No injury was reported in connection with this event.